Event description:
According to the pt's spouse, by phone: the graft was implanted in 1997, for an abdominal aortic aneurysm procedure. In 2004, the pt reported to doctor that they were experiencing pain. Subsequent diagonsis revealed multiple aneurysm from their abdominal aorta down into their legs. The pt is presently being evaluated.